Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, withdrawal difficulties occurred. The 80% stenotic lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. The physician encountered no resistance advancing a non-bsc stent over a v-18 control wire guidewire, but during the procedure the stent became stuck on the guidewire. The physician removed both devices as one unit without any difficulties. The procedure was completed with a different device. No patient complications were reported and patient's status is listed as "no harm".